Event description:
T was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer reverted to an alternative method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.